Event description:
A malfunction alarm was reported, identified as code 9. The issue caused the customer¿s blood glucose level to display as "high," exceeding 500 mg/dl (27.7 mmol/l). The customer managed their high blood glucose through a correction injection administered via multiple daily injections and did not require assistance from a third party. Technical support helped the customer reset the pump, and the malfunction did not recur afterward. It was advised that the customer could continue to use the pump and was instructed to contact technical support again if any future malfunction codes appear.